Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated h6 method code to reflect component return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery (19042-0121-p) indicated a short while attempting to charge in multiple cadex c7200 chargers. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three led indicators illuminating, suggesting the battery was partially charged. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge and calibrate, the battery was received with vdq flagged and the relative state of charge was found to be 52 percent with an absolute state of charge of 45%. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery (19042-0121-p) indicated a short while attempting to charge in multiple cadex c7200 chargers. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three led indicators illuminating, suggesting the battery was partially charged. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge and calibrate, the battery was received with vdq flagged and the relative state of charge was found to be 52 percent with an absolute state of charge of 45%. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set vdq flag does not directly correspond to a component malfunction. The flag is used to show that the battery is in a learning cycle process to calculate an updated full charge capacity value. As such, there was no sign of a component failure and the battery was deemed to be fully functional.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery (19042-0121-p) indicated a short while attempting to charge in multiple cadex c7200 chargers. There was no patient involvement.